Event description:
It was reported that during stress rom at planning, noticed the femur was not centered in relation to the tibia and appeared to sit medial. Continued with plan and surgeon noticed that the 5-1 block peg holes were more medial than it appeared on the screen. Continued with case and the final rom plan also depicted a medial shift in the femur. There were no checkpoint errors. The surgeon used one tibia checkpoint and a femur tracker clamp for the femoral checkpoint. Surgery was completed using navio and no injuries or delays involved.

Manufacturer narrative:
H10: the case log files and screenshots were returned for evaluation. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for the user for implant planning, stressed range of movement collection, tracker placement and checkpoint definition, and usage of the device. Review of the log files confirmed the issue. It was found that the issue was caused by the navio implant initial placement algorithm. In navio: the implant centers itself on the resection so in a case where one of the distal condyles is more distal than the other by more than the thickness of the implant, then there is resection on one condyle only and the implant centers itself on it. This can happen in cases where there is very high pre-op deformity. This has been determined to be a bug and the root cause is a software failure. This issue will be further investigated by the software engineering team. It was also noted that the surgeon used one tibia checkpoint and a femur tracker clamp for the femoral checkpoint. Please note that the checkpoints should be both defined on the bone and not on the femur tracker clamp for accuracy when performing checkpoint verification and to confirm trackers have not moved. If the checkpoint is defined on the tracker clamp, we cannot confirm if there was femoral tracker movement. Without supporting clinical/medical documents, a thorough clinical/medical investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed.